Event description:
A physician reported that approximately 6 months after a patient was treated with a precise stent, the patient came in for a duplex doppler and the artery is now ninety percent occluded. The initial procedure went well and the artery was patent at end of procedure. Specific information on the patient or the specific implants were not known at the time of the report. He also could not confirm if the occlusion was proximal or distal to the stent or if there was any type of embolism present.

Manufacturer narrative:
The catalog and lot numbers for the actual product used in the procedure is unknown and is not available. The exact implant date is not provided but the first day of the month was chosen for purposes of submitting the emdr. A physician reported that approximately 6 months after a patient was treated with a precise stent, the patient came in for a duplex doppler and the artery is now ninety percent occluded. The initial procedure went well and the artery was patent at end of procedure. Specific information on the patient or the specific implants was not known at the time of the report. He also could not confirm if the occlusion was proximal or distal to the stent or if there was any type of embolism present. There was no reported patient injury. Per the sales rep; the physician/hospital are not willing to allow access to this patients file or chart to compile your request for additional information. The patient has now been referred to another physician in another hospital for treatment so I have no other information to provide to you. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.